Event description:
It was observed during the device inspection that subject device had an error e433. (Component failure of the main board.). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, it is likely due to a component failure of the main board and the power board which are electrical/electronic component problems, but the root cause of the failures could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.